Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: low vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A non-healthcare professional indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens was swapped (lens for the left eye was implanted in the right eye). The lens remains implanted. Cause of event was reported as user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: the problem was resolved. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4)"UDI related data quality updates only" h4: device manufacture date: 30-aug-2023. Claim # (B)(4).